Event description:
It was reported that during an atrial fibrillation procedure, when using a faradrive steerable sheath, there was blood froth and air visible in syringe after repeated aspirations. No leak was visible due to the failure. The physician replaced the sheath, and the procedure was completed with no patient complications. The device will not be returned for evaluation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.